Event description:
"Catheter disconnect" reported in 2000. Device returned 12/2000. Follow up with hcp revealed that the pt had experienced a return of pain but had no acute drug withdrawal. Pt received oral narcotics to cover pain until catheter replaced. Since catheter has been replaced the pt has been doing much better.